Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited failure to capture. The lead was repositioned on (B)(6) 2016. No further information could be obtained.